Event description:
The target lesions were in the proximal through mid lad and the pda. The lesion in the proximal through mid lad was a de novo, aneurism-shaped and thrombotic total occlusion. Aha/acc classification of the vessel was type c. The vessel length was 60mm and the vessel diameter was 6.0mm. Pre-procedure stenosis was 100%. The lesion in the pda was a de novo and concentric lesion. Aha/acc classification of the vessel was type c. The vessel length was 20mm and the vessel diameter was 3.5mm. Pre-procedure stenosis was 90%. It was an emergent case due to ami. Pre-dilation was conducted with a balloon (2.0/20mm) and a balloon (3.0/20mm). Inflation pressure and time were unknown. In addition, the patient was treated with thrombolytic agent. The 1st cypher bx (3.5/33mm) was implanted (inflation pressure and time were unknown) in the mid lad. Then the 2nd cypher bx (3.5/18mm) was implanted (inflation pressure and time were unknown) proximal to the 1st cypher bx, overlapping it. Post-dilation was conducted with a balloon (4.5/15mm). Inflation pressure and time were unknown. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. It is unknown if act was measured. There was untreated lesion remained at the distal portion of the mid lad because there was an aneurysm 8mm in diameter. The stent apposition seemed to be insufficient due to the aneurism and the aneurism-shaped lesion. There is no further information available because the treatment was conducted at another hospital. One year later, follow-up angiography was conducted and circumferential stent fracture was confirmed at the mid-portion of the 1st cypher bx implanted in the mid lad. To treat the stent fracture, balloon angioplasty was conducted (details unknown).

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. Stent fracture is a known potential adverse event associated with the stent implantation procedure and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture. The coronary arteries are dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. This patient has kawasaki disease which can severely alter the anatomy of the coronary arteries, creating unusual mechanical forces not experienced in other patients. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.

Manufacturer narrative:
One -year and six months later (2.5 years post index procedure), the patient developed chest pain and visited the hospital. St segment depression in ECG was confirmed, but the patient had mild symptoms and was in stable condition. Two days later, angiography was conducted and thrombus was observed from the proximal edge to inside the 2nd cypher bx implanted in the proximal lad. To treat the thrombus, aspiration was conducted and a xience: 3.5/18mm stent was implanted inside the 2nd cypher bx in the proximal lad. In addition, a xience 3.5/12mm stent was implanted proximal to the first and overlapping it. Physician's comment: the patient was a kawasaki disease patient. The possible causes of the thrombotic event were the insufficient stent apposition due to aneurism-shaped lesion and the patient's anticoagulant function had been declined after discontinuation of ticlopidine hydrochloride.